Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device would not provide ventilation output or "oxygenate" while in use. Ventec reached out for clarification and the customer reported "the vent was not supplying the correct amount of oxygen during invasive ventilation. Set to 100% and only supplying 58%." There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to receive patient information; however, the initial reporter has not responded to those attempts. No further details about the patient or the event has been provided.